Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibration anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that she had an issue with her pump and was vibrating. It¿s vibrating and she hears the vibrations like a guitar string after it¿s struck. It¿s been a few days thought it would go away sugars are high due to menopause and she will bolus and it was not going down. She thinks it was not giving what it¿s supposed to. It would beep when it would alert her now her pump is a vibration and a hum will not beep anymore. Self-test was performed and the pump vibrated during the vibrate test. The customer stated that the beeps are clear but the vibrate doesn't sound right. The patient's current blood glucose was 229 mg/dl. The sensor glucose was 347 previously. Based on customer report customer does not allege pump was under delivering. The customer states the drive support cap appeared normal (slightly indented). Previously blood glucose was 252mg/dl. Performed high pressure test after receiving tubing clamp and it passed. The insulin pump will not be returned for analysis.